Manufacturer narrative:
Date of event: exact date unknown, event occured in 2020. Explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18462204.

Event description:
It was reported that the patient was experiencing ipg pocket pain and inadequate stimulation. The patient underwent an explant procedure. The explanted ipg and lead will not be returned.